Manufacturer narrative:
Other applicable components are: product ID: 7482-51, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2019, ubd: unknown, UDI#: unknown, product type: extension. It was reported the patient's left side ins and extension were explanted, however it was unknown which serial numbers corresponded to their left side system. The following serial numbers were reported: model: 37602, serial: (B)(6); model: 37602, serial: (B)(4); model: 7482-51, serial: (B)(4), model: 7482-51; serial: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a left ins pocket infection resulting in the explant of the left ins and extension. The issue was considered resolved at the time of the report. No further complications were reported as a result of this event.